Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, the clip opened to about 60 degrees. The clip remains implanted and an additional clip was implanted to stabilize the first clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The clip remains implanted. The delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a cause for the clip opened while locked. The medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.